Event description:
Muscle pain, leg cramping, headaches.

Event description:
(B)(4). I had a hysterectomy on (B)(6) 2014. It's been almost a year and all of my symptoms have disappeared. No headaches muscle aches and cramping, no horrible period cramping, no depression, no bloating, and urinary tract infections!!